Event description:
The pharmacy contacted lfs (B)(6) alleging inaccurate readings on the patient's one touch verio pro meter compared to another meter. The pharmacist was unable/unwilling to provide readings on the lfs meter or the reading on the other device. The patient did not exhibit any symptoms due to the alleged issue and did not receive any medical treatment. The pharmacist was unable/unwilling to troubleshoot the testing supplies. The product was replaced. The complaint is being reported since the pharmacist alleged that the patient's meter was inaccurate.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.